Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history review of the reported lot number was done since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was stated that the device displayed "alarm, cassette not recognized." There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D9: 28-feb-2025. H3: one cassette was returned for evaluation. As received, no damage or anomalies were observed. Functional testing was performed, and no alarms or difficulty priming was observed. The complaint of alarm because cassette was not recognized cannot be replicated or confirmed. A lot of history review was not performed as the lot number is unknown.